Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. There were multiple reboot errors found with the central processing unit. The patient's complaint was not confirmed, and the unit was scrapped.